Event description:
It was reported that a right atrial (ra) lead dislodgement was discovered during a routine follow up appointment. The physician attempted to extract the ra lead, but it was noted that the patient has difficult anatomy and a superior vena cava occlusion on their left side. The physician elected to cap the old ra lead. Additionally, the decision was made to extract the device and implant the entire new system on the right side of the patient to resolve the event. No additional patient consequences were reported. Information has been requested regarding hospital and physician information, but not yet received.